Event description:
Crd_935 mitraclip expand study report patient ID: (B)(6). Subsequent to filing the final medwatch report, the following information was received: on (B)(6) 2018, one day post-implantation of the clip, mitral regurgitation increased to 2+. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: after the second clip (80731u156) was implanted adjacent to the first clip (80731u159), the mean pressure gradient was 8mmhg. The patient died on (B)(6) 2018 and the study physician deemed the event to be related to the leaflet perforation of the first implanted clip. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Lot number has been changed from 80731u157 to 80731u159. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the partial clip movement in this incident could not be determined. The reported tissue damage and recurrent mitral regurgitation (mr) appears to be related to the partial clip movement). The reported patient effects of mr and tissue damage are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device. The additional adverse patient effect of death referenced in event description is being filed under a separate medwatch report number (2024168-2018-09136). The additional clip referenced in the event description is being filed under a separate medwatch.

Manufacturer narrative:
Internal file number (B)(4). Correction: date of event.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the partial clip movement, mitral regurgitation (mr), and tissue damage. It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat mixed mitral regurgitation (mr) with a grade of 4+. One clip was implanted, reducing mr to trace. On (B)(6) 2018, the patient returned with an mr grade of 4+. The clip remained attached to the leaflets, but was tilted. A transesophageal echo (tee) test was performed and a small perforation was noted on the anterior leaflet. A second clip was implanted for treatment, reducing mr to 3-4. No additional information was provided.